Manufacturer narrative:
(B)(4). D10: psn mc ve asf l 10mm 6-7/ef, #item 42512100710, #lot 64832428. Psn tib stm 5 deg sz e l, #item 42532007101, #lot 64805374. Therapy date: on (B)(6) 2025. H6: component code. Mechanical (g04) - femur. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a knee revision due to prk due to instability. The initial surgery date is unknown. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4,b5,d2,g1,g3,g6,h1,h2,h3,h6. The cmp was not confirmed. - no product was returned or pictures provided; visual and dimensional evaluations could not be performed. - review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history identified additional similar complaints for the reported items and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: ap and lateral views of the left knee show changes of total knee arthroplasty with cemented components. There is no radiolucency around the components and the alignment is normal. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.